Event description:
Attempted placement of tulip filter via right femoral puncture. Upon loosening the red safety "pin vise", the physician pulled back on the release mechanism and the filter did not deploy. Deployment attempt was then repeated more forcefully. Upon repeated attempts the filter detached from the delivery system and "rapidly sailed" up to the right atrium. The filter rotated with filter feet toward right atrium filter apex pointing distal. The filter anchoring feet appeared not to have deployed initially as filter moved through superior vena cava. The filter was then retrieved with a snare. Another manufacturers filter was then placed in the patient.